Event description:
It was reported that difficulty in advancing a guidewire through this device was encountered. Upon removal of this device from the guidewire, it is reported that a long plastic string was removed. The wire was removed from the scope ok. There has been no claim of injury related to this event. The device is being returned for analysis.